Event description:
Refer to h11 for follow-up information. Isi followed up with the initial reporter and obtained the following additional information: I have received update from our sales rep stating that the hospital personnel were not able to confirm the location of the tear as the product has already been returned from their site. In terms of return status for both tip cover, both are enroute back to intuitive RMA receiving warehouse currently.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have a torn tip cover where the blade exits. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Isi followed up with the initial reporter and obtained the following additional information: I have received update from our sales rep stating that the hospital personnel were not able to confirm the location of the tear as the product has already been returned from their site. In terms of return status for both tip cover, both are enroute back to intuitive RMA receiving warehouse currently. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover tore intraoperatively. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.